Manufacturer narrative:
Concomitant medical products: brand name: micra, mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 30-sep-202, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited intermittent loss of capture during tether removal. The leadless ipg remains in use. No patient complications have been reported as a result of this event.